Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37752, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the last couple of times he charged his ins, it seemed to take a long time, noting that it took so long that the recharger antenna irritated and burnt his skin. It was "close to a first degree burn" on his skin. This happened one time before "maybe a couple of years ago" and thought it was a fluke because it didn't happen again until recently ("probably about the middle of (B)(6)"). Patient thought his ins was "starting to get at the end of its lifespan" because the ins battery didn't seem to be lasting as long between charges. Patient was reporting heating of implant sight, patient agreed to talk to a healthcare professional (hcp), problem was likely internal. No further complications were reported.